Manufacturer narrative:
The subject device was returned to olympus for evaluation. The problem was resolved after replacing another camera connector of the subject device. Olympus observed the camera connector of the subject otv-sc. There was a detaching of soldering parts which are connector pin and flexible board. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified flexible lithotripsy with the subject otv-sc, an abnormal image appeared on the monitor. The user facility replaced the subject otv-sc with another otv-sc to complete the procedure. There was no report of the patient injury other than replacing the device.